Event description:
It was reported that during a craniotomy surgical procedure, it was observed that the cutter device broke during use. As a result, there was five minute delay in the procedure as the physician needed to retrieve the broken piece of the device. The broken piece of the device was retrieved successfully and there were no injuries to the patient. A spare device was available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The reporter stated the device would not be returned for evaluation. Therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.